Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this allegation. According to the information gathered, the customer was unable to do x-rays during the angiography exam. The customer reported the incident to the nmpa (national medical products administration) and did not seek any assistance from philips. Therefore, the stated problem cannot be confirmed and no further information available. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this allegation. According to the information gathered, the customer was unable to do x-rays during the angiography exam. The customer reported the incident to the nmpa (national medical products administration) and did not seek any assistance from philips. Therefore, the stated problem cannot be confirmed and no further information available. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code and the product UDI have been updated.